Manufacturer narrative:
This case with patient identifier (B)(6) is related to (B)(6). The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking between the cannula and the tubing set.